Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen knee femoral augment. Tibial component precoat size 2 cat#: 00588000200, lot#: 63577198. Articular surface with hinge post extension screw cat#: 00588003017, lot#: 62828067. Headless trocar drill pin cat#: 00588003017, lot#: 62828067. Stem extension straight cat#: 00598801014, lot#: 63593294. Stem extension straight cat#: 00598801215, lot#: 63634006. Report source- foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 00470, 0001822565 - 2018 - 00471.

Event description:
It was reported that the patient underwent knee revision due to severe pain and medial distal femoral condyle collapse. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A radiograph was reviewed and it was noted that there was a suggestion of collapse with associated subsidence of the medial portion of the femoral component, but that a medial condyle fracture was not evident. Additionally, it is stated that osteopenia is present. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Date of initial implantation was on an unknown date ten years prior to event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.